Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was scheduled for a lead revision to address instances of r-wave amplitude variation. Defibrillation threshold testing resulted in no change to the patient rhythm and caused inappropriate shocks. The lead was capped and replaced. Induction testing was successfully. The patient was in good condition before, throughout, and after the procedure.